Event description:
The user received questionable results for sodium on the integra 800 analyzer. One patient sample was involved in the event and was discrepant. The initial result for sodium gave 135 mmol/l. The sample was repeated twice giving 129 and 130 mmol/l. The user said erroneous results were not reported outside the laboratory, and no harm to patients or personnel regarding this event. The sodium electrode lot number was 21594532. The field service representative was unable to reproduce the issue. He checked pipetting precision and ise assembly. Performance tests were run with all values within range.

Event description:
It was reported that during a percutaneous coronary intervention procedure, resistance was encountered and the guide wire coating was "coming off". The 300cm kinetix plus ptca guide wire was placed in an unknown vessel. An 8mm x 3.00mm quantum apex balloon catheter was advanced over the wire. The physician noted a "tacky feel" while removing the apex balloon catheter from the kinetix wire; however, the balloon was able to be removed from the wire. It was further noted that the coating of the guide wire may have peeled off. There were no patient complications reported and the patient's status is fine.

Manufacturer narrative:
A specific root cause could not be identified. The customer was unwilling to provide information for further investigation.